Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection with sjm specifications and procedures. The cause for the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a right pvc ablation procedure, a pericardial effusion occurred. A steam pop was noted after several minutes and the patient became hypotensive. An ultrasound was performed, in which the pericardial effusion was noted. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.